Event description:
Additional information received reported that the location of the catheter issue was distal. It was unknown how the patient was doing post-replacement.

Event description:
It as reported that the device was not working and that the patient had a return of pain starting last night, prior to day of report. It was noted that the pump had not been alarming. It was reported that the patient reported falls and was wheelchair bound. The patient had increased pain on friday, 2015 (B)(6). The patient had leg pain. The patient had come into the clinic on 2015 (B)(6) for a catheter dye study (cds). It was later reported that there was a catheter issue. The location of the catheter issue was unknown. There was a failed cds by the physician, they were unable to aspirate. An x-ray was also taken with no results reported. A revision was planned but not scheduled yet. The patient's status at the time of report was "alive-no injury." The pump system was delivering fentanyl, bupivacaine, and morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that on 2015-02-17, the patient had surgery to revise the catheter. It was reported that the physician cut the midline catheter and there was no flow of cerebral spinal fluid (csf)/drug. The physician removed the anchor and there was still no flow; he pulled back on the catheter and there was still no flow. The physician then completely removed the catheter and replaced with spinal segment catheter and connected it to the catheter pump segment per the physicians request. It was reported that the physician was able to push fluid through the catheter after the case but there was no flow in the intrathecal space during the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly; analysis found catheter body with dried drug, blood or foreign material occlusion.